Event description:
Per contact, the md was able to fire the first band and capture the varix. The subsequent bands became dislodged and did not capture the varices. The procedure was completed with sclerotherapy.